Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional steerable guide catheter referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for access site bleeding. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During insertion of the steerable guide catheter (sgc), resistance was felt and it was not possible to advance the sgc through the groin. The patient had scar tissue which made the insertion difficult. When the sgc was removed, the femoral artery was bleeding. It was noted that the tip of the sgc was partially opened and not fully surrounding the dilator. Upon further review, it was noted that the needle punctured the right femoral artery and the sheath passed over the wire through the artery and into the vein. In the physician¿s opinion, the tear in the femoral artery was not due to the sgc but because of a venous access issue. Pressure was applied to control the bleeding, upon which the groin was prepped for insertion with the new sgc, which advanced without difficulties. The procedure continued and a mitraclip was successfully implanted, reducing mr to 1-2. When the sgc was removed at the end of the procedure, bleeding of the femoral artery re-occurred. Pressure was applied to control the bleeding and after 30 minutes, the bleeding had stopped and a clot was formed. A vascular surgeon sutured the artery as a puncture of the femoral artery was confirmed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemorrhage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided the hemorrhage appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office first and last name.